Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported per patient's medical records that on: (B)(6) 2005, the patient was admitted with the following pre-op diagnosis lumbar spondylosis and previous laminectomy/diskectomy l4-l5 and l5-s1. He underwent the following procedures: lumbar bilateral laminotomy with neural foraminotomy l4-l5 revision, bilateral laminectomy with neural foraminotomy of l5-s1 revision, posterolateral fusion l4-l5 and l5-s1, morselized autograft, and bmp application. As per op-notes, "...we had previously harvested the morselized graft. This was mixed with 6 cc of cancellous allograft and bone morphogenic protein. Prepared on the back table. The posterolateral gutters are decorticated with the high seed burr and packed with this mixture..." Post-op, the patient alleged unspecified injury due to use of rhbmp-2.